Event description:
Supplemental report is being submitted due to the completion of the investigation on 28 sep 2025.

Manufacturer narrative:
Device evaluation: 1 unit of lot number: c1994687 of echo-hd-19-a was returned for evaluation, opened not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on the 26th of august 2025. On evaluation of the devices the following observations were made: visual inspection: distal end of needle examined, and kink observed approx. 2cm from tip of needle (ipe of ruler used ipe0402, calibration due jan 2035). Functional inspection: sheath extender able to advance and retract without issue. Needle handle able to advance and retract without issue. The reported failure was observed. Manufacturing records: prior to distribution, all echo-hd-19-a devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-19-a of lot number: c1994687 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the ¿notes¿ section of the instructions for use, ifu0050 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0050). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. It has been advised that the puncture of the targeted site was difficult. A possible root cause could be attributed to the actual lesion being hard leading to the distal end of the needle to kink. It has been advised in the complaint description that the needle tip kinked on puncturing ¿after several puncture user detected the needle cannot puncture the lesion area, retracted the device from patient and found out the needle tip kink seriously¿ which would suggest hard lesion. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer: ¿the needle tip kink seriously¿. Confirmed quantity, 01 device was confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined. A possible root cause could be attributed to the actual lesion being hard leading to the distal end of the needle to kink. It has been advised in the complaint description that the needle tip kinked on puncturing ¿after several puncture user detected the needle cannot puncture the lesion area, retracted the device from patient and found out the needle tip kink seriously¿ which would suggest hard lesion. Complaints of this nature will continue to be monitored for similar events. Complaint is confirmed based on visual and/or functional inspection.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User advanced the device through fuji endoscope to gastric fundus and confirmed the puncture location, and after several puncture user detected the needle cannot puncture the lesion area, retracted the device from patient and found out the needle tip kink seriously. User changed to another same rpn device to complete the procedure. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." Updated on 5aug2025: 1. Are images of the device or procedure available? No. 2. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? None. 3. If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? Not answered. 4. What was the target location? Pancreas. 5. Was gaining access to the target site difficult? No. 6. Was puncture of the targeted site difficult? Yes. 7. Was the device used in a tortuous position? No. 8. Was force required to remove the device? No. 9. Was difficulty experienced while retracting the needle? No. 10. Was it possible to be fully retract before removing the needle from the patient? Yes. 11. How many samples were obtained (passes completed) with this needle? 0. 12. Did any section of the device detach inside the patient? No. 13. Was the stylet partially removed when advancing the needle into the target site? No.